Event description:
A 6f angio-seal vip vascular closure device was used to seal the right femoral arteriotomy sit post percutaneous procedure. The angio-seal was deployed in the right femoral artery. The next day, the patient experienced pain and pulses were absent. An angiogram revealed a total occlusion of the right femoral artery. An angiojet and cutting balloon procedures restored blood flow in the right femoral artery, but a 60% stenosis remained. The patient remained in the hospital awaiting open heart surgery which was postponed. The patient underwent surgical exploration and revascularization 2 days later; however, a pre-surgical infection developed. Operative findings revealed a posterior wall dissection in the right femoral artery with a flap that had occluded the artery with some clot. The anchor and collagen of the angio-seal were stated as intact and properly placed for the arterial puncture. The anchor and the collagen were removed. The dissection was repaired and a patch was placed. The patient was stable and recovering.